Manufacturer narrative:
Added codes to h.6 component code, type of investigation, and investigation findings. Corrected h.6 investigation conclusions. The sheath was returned for evaluation. During visual inspection, the liner was noted to be torn 1/4 inch from the sheath strain relief propagating through the entire length. The sheath distal tip was split and damaged at the split location. Minor soft tip damage was noted and a kink approximately 1/4 inches from the distal tip of the strain relief. Due to the nature of the complaint, no functional testing was able to be performed. The events were confirmed based on visual inspection. The sheath single wall liner thickness was measured along the tear. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the liner tear. All measurements taken of the liner wall thickness met the specification. Imagery was provided by the site. A balloon burst with material bunching and catching on the sheath distal tip. Imagery of the patient's access vessel showed tortuosity present. The IFU, device preparation manual, and device training manual were reviewed. If a balloon burst is suspected, the operator is instructed to not attempt to pull back the delivery system into the sheath until following steps are performed: 1. Attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. 2. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. 3. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off 4. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. 5. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. 6. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Additionally, since no edwards defect was noted, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The sheath liner torn and sheath distal tip split were confirmed based on the visual inspection of the returned device. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per complaint description, 'during withdrawal of the delivery system into the sheath the team was able to withdraw most of the device into the sheath but the nosecone was still sticking out and the balloon was bunched up at the tip'. The balloon burst likely altered the balloon profile made the device more susceptible to get caught on the sheath tip, which subsequently resulted in a liner tear and splitting of the distal tip. The slight distal bunching observed on the inflation balloon is indicative of the balloon catching on the sheath tip. An existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. As discussed above, withdrawal of balloon burst may have caused the sheath liner tear due to burst balloon material catching on the sheath tip. The force required to withdraw the balloon burst could then lead to tearing or weakening of the sheath liner. Additionally, per the provided imagery review, the patient's access vessels were tortuous. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the withdrawal of the delivery system through sheath. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations, as identified in the technical summary, are still in place. Therefore, available information suggests patient factors (tortuosity) and procedural factors (withdrawal of burst balloon) could have contributed to the events.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01816. Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system burst at the end of valve deployment. No regurgitation was noted. During withdrawal of the delivery system into the sheath the team was able to withdraw most of the device into the sheath but the nosecone was still sticking out and the balloon was bunched up at the tip. The devices were removed as one unit. The patient did have a significant calcium deposit in the annulus at the right cusp. Of note, 1cc extra volume was added to the balloon. During pre-decontamination of the returned sheath the distal tip was noted to be split and damaged at the split location. Additionally, the liner was torn at 1/4 inched from sheath strain relief.